Event description:
It was reported that during a surgery the anchor broke during insertion. Per complaint reporter there was no harm for patient, operator or third party. No further information received. Update avoe 12-sep-2025 the device won`t be returned as it remained inside the patient. Update avoe 13-sep-2025 it was confirmed that the failure occurred during a rotator cuff repair surgery. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed by the attached picture, which shows the anchor, the eyelet, and the sutures did not have any visual issues. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per pictures evaluation no problem was found with the implants.